Event description:
The account coordinator (ac) of a male pt contacted lifecor customer support to report the pt had died in 2009. The initial report was the pt was not wearing the device at time of death. Two days later, zoll lifecor received additional info from a lifecor pt services rep (psr). The psr stated that she learned from the family that the pt was wearing the lifevest at the time of death. Apparently, the pt's husband pulled the battery out before she coded. The psr said that he did not want any of the hospital staff to get "shocked".

Manufacturer narrative:
Device MFR date monitor, electrode belt - 10/2008. Device evaluation: the monitor and electrode belt were fully functional. Conclusions: though ECG data was lost, due to battery removal, the device properly detected and alarmed for asystole, which occurred about twenty minutes after the onset of bradycardia. No treatment sequence was interrupted by battery removal as asystoles and idioventricular rhythms are considered non-shockable rhythms.